Event description:
The customer reported that she smelled insulin when the reservoir was removed and she believed that insulin leaked. The caller mentioned that the insulin pump was dropped on a ceramic floor. The blood glucose reading was 83mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.